Manufacturer narrative:
(B)(4).

Event description:
The patient reported painful stimulation in the wrong location. Stimulation got extremely strong and painful on (B)(6) 2015, so the patient lowered the amplitude to 0.3 volts, which had not worked as well for her symptoms and leakage. She tried increasing to 0.4 volts on (B)(6) 2015, which was tolerable, but caused her left arm to tingle and at the incision site. The patient¿s symptoms seemed a little better. She also developed skin redness on (B)(6) 2015 from the site of the incision around to the front; a six inch by two inch area. She saw her doctor about this and the area was fading. The patient¿s indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the painful stimulation was not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Event description:
Additional information from the consumer reported that she turned stimulation down to 0.3v from 0.4v. This reduced the pain and stim ulation to the left arm. The leakage continued slightly and required the use of leak protection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that when she was doing dishes, she noticed a strong sensation from the device which grew painful enough that she had to turn the unit down. Later that weekend, she attempted to return the device to its original strength but she experienced arm numbness and pain so she returned it to the lower setting again.